Manufacturer narrative:
H6: the device was received by ventec where its electronic records (system logs) were downloaded for analysis. Ventec reviewed the system logs and confirmed that an unexpected reboot had occurred during the reported event, which resulted in ventilation therapy being paused for approximately 25 seconds while the device completed the reboot cycle. Ventec then evaluated the device but was unable to duplicated the reported issue during testing. Proper device operation was confirmed through functional and performance testing. As a precaution, ventec replaced the control board. The cause of the reported issue could not be determined.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device stopped ventilating during use. The asp advised ventec that medical personnel then used an ambu bag to manually ventilate the patient. The patient survived the reported event. There was no patient harm as a result of the reported issue, however, medical intervention was required in order to prevent permanent impairment/damage to the patient. The asp further advised that they had downloaded the device¿s electronic records (system logs) for review where they observed behavior that is indicative of an unexpected loss of power, or reboot.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.